Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): extravasate due to leaky cannulas.

Manufacturer narrative:
(B)(4). We received one used capillary housing of an introcan safety-w fep 22g, 0.9x25mm-EU in open packaging and 29 samples in original packaging. The received samples were taken to a visual examination (particularly with regard to the capillary). We detected no damages or manufacturing faults at the samples in original packaging. At the used sample the capillary was pierced by the needle approximately 10 mm away from capillary hub. The area of the puncture shows the characteristic v-shaped damage. The needle was not handed over by the customer. In addition the samples in original packaging were tested for the air tightness according to the test plan / test method ((B)(4)). Actual: no leakage were detected. We assume that the puncture was caused by the needle by withdrawing and pushing forward again. It is described in the instructions for use: never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter. Therefore, we assume an application error and consider the complaint as not justified. Reviewed the device history record and there were no defects encountered during in-process and final control inspection. Process cards also show no abnormalities. We have informed our manufacturing department accordingly. If additional pertinent information becomes available, a follow up report will be filed.